Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station not showing patient data. A field service engineer found the station displaying a full sync needed error icon and not showing patient information. The fse confirmed that the station was connected to the hospital network and performed a data sync. After the sync completed, the customer verified that patient information was displaying accurately and confirmed that the data was correct. The data sync completed successfully, and the station began showing patients as expected. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user observed a message indicating that a full data synchronization needs to be performed. As a result, patient data was not displaying on the station. However, there were no delays or adverse events or injuries reported based on this event.